Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor alert occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause of early sensor expiration could not be determined. The reported event of new sensor alert is reportable based on the finding of a early sensor expiration no injury or medical intervention was reported.